Manufacturer narrative:
Additional information rec'd indicated that the customer has not rec'd any further issues with occlusions or high blood glucose levels. The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.

Event description:
It was reported that the customer rec'd multiple occlusion alarms. The customer's blood glucose level was in the 500 mg/dl range. The customer changed the cartridge and infusion set. As the customer had changed the supplies prior contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.